Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call, the insulin pump alarms battery out limit each time a new battery is inserted. Issue has been ongoing for the last two weeks. Customer has been treating with injections due to the reoccurring alarms. Alarm history was reviewed and multiple low battery and no power alarms were noted. A button error alarm also occurred on (B)(6) 2015. Customer has been taking extra bolus due to high blood glucose. Discoloration was noted on the bottom of the device. Troubleshooting was performed for the button error alarm. Customer's mother didn't know the customer blood glucose level. She didn't recall any significant event which may have caused the device to alarm. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the keypad connector on the lcd board was locked, but all buttons functioned properly. Also, the pump had minor scratches on the display window, a cracked reservoir tube and a cracked reservoir tube lip.